Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the spinal cord stimulator trial was aborted due to inability to get posterior epidural access. The representative (rep) was notified today (B)(6) 2026 that the patient reported the inability to move his left lower extremity in post-op recovery. The lead was discarded. The cause was unknown. Additional information was received from the cause was of the inability to get posterior epidural access and the left lower extremity paralysis was not determined. Rep reported that pt had a lumbar decompression procedure on (B)(6) 2026. It is unknown whether the issue has been resolved. Information had been confirmed/provided by the physician.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (lot: va38qtp020); product type: 0215-screening device; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the spinal cord stimulator trial was aborted due to inability to get posterior epidural access. The representative (rep) was notified today (B)(6) 2026 that the patient reported the inability to move his left lower extremity in post-op recovery. The lead was discarded. The cause was unknown.